Event description:
It was reported the customer had a blank display. Customer stated their insulin pump showed signs of damage. Customer stated there was bubbles present on their foil. The customer reported dropping their insulin pump. The customer did not find any damage to their battery compartment. The customer reported the insulin pump passed a self test. It was also found the display returned with insertion of a new battery. The customer's drive support cap was not damaged. Customer's blood glucose was unknown. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.